Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). Test results: the reference samples for the lot 6010107 have already been previously tested in the complaint (B)(4) on 11-jul- 2025. Visual test according towork instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (B)(4) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010107 was manufactured according to the wi version 118 manufactured in the line 10, on 04/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010107". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no nc raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room and got hospitalized in intensive care unit (ICU) on (B)(6) 2022 due to hyperglycemia. The hyperglycemia event occurred due to infusion set bent cannula issue. The blood glucose level was over 500 mg/dl and pateint got treated with intravenous and fluids of saline and insulin. The patient released from the hospital after three days. Patient also had high ketone levels which were dangerous and life threatening. No further information available.